Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, black particles in device outer surface and fold creases. A microscopic analysis and leak test were performed which identified two curved openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated in the side anterior/patch assessed as surgical damage.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and a right side deflation. Device remains implanted.